Event description:
Follow-up identified surgical intervention was undertaken on (B)(6) 2017 wherein the entire system was explanted due to not providing adequate pain relief.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced persistent pain at the lead site regardless of stimulation on or off. Reportedly, a CT scan was ordered as the next course of action to address the issue.

Event description:
Follow-up identified surgical intervention may be undertaken as the next course of action.